Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. However, the strips are no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with coaguchek inrange meter serial number (B)(4) compared to a stago neoptimal laboratory method. On (B)(6) 2020 the result from the meter was 4.4 inr. The result from the laboratory was 3.38 inr. On (B)(6) 2020 the result from the meter was 3.7 inr. The result from the laboratory was 2.82 inr. The time between measurements was less than 3 hours. The patient¿s therapeutic range is 2.5-3.5 inr.